Event description:
It was reported that during a da vinci surgical procedure, the permanent cautery hook instrument was being used through a trocar. When the instrument was removed, the whole trocar needed to be removed and the joint pin kept it from moving through the trocar. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on an in-house da vinci system and the instrument advanced without an issue however, when attempting to remove the instrument, the instrument was stuck. The cannula needed to be removed in order to remove the instrument. Failure analysis investigation found one of the ejector pin features on the yaw pulley was found to be broken at the distal clevis hole. The broken piece was not returned with the instrument. The instrument also had a small crack at the side wall of the clevis hole. The clevis hole was measured and was within spec at 0.655. Based on customer's initial complaint, the joint pin kept it from moving through the trocar it is likely the pin feature was not flushed with the clevis and sticking out when removing the instrument from the cannula.